Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt (20 mcg/ml at 3.30 mcg/day) via an implantable infusion pump. It was reported there was a catheter kink. The patient complained of a non-functioning pump and increased pain following a motor vehicle accident. The catheter was evaluated on (B)(6) 2016 via a catheter access port (cap) contrast study and fluoroscopy. At the time of catheter evaluation, the intrathecal catheter was observed to be coiled in the lumbar spine. A surgical intervention noted as a catheter revision was performed on (B)(6) 2016. The device diagnosis was further updated to catheter dislodgement. The outcome of the event was noted as resolved with sequelae on (B)(6) 2016 with the sequelae noted as a cerebrospinal fluid (csf) leak. The etiology of the event was noted as related to the device or therapy and unlikely related to the implant procedure with an other etiology noted as post motor vehicle accident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was explanted and replaced. The device disposition was unknown.